Event description:
It was reported a patient's insertable cardiac monitor (icm) presented with an inability to pair with the patient's cellphone. The patient was brought into clinic and the device was interrogated to restore pairing. The patient status was stable.